Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554-53 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that there was an alert for high impedance along with short intervals which could indicate oversensing. The device was programmed off until it was realized that at the time of the alert the patient was undergoing an ablation procedure for vt (ventricular tachycardia). Prior to that time and subsequent to that time the pacing impedance returned to baseline. The lead will be monitored and it remains in use. No patient complications have been reported as a result of this event.